Event description:
The customer reported that the system does not fully boot-up and it displays error #253 on the monitor, however, the table side of system is fully functional.

Manufacturer narrative:
The ge service rep replaced the at com board, and the hard drive, reloaded the software, reconfigured system setting, then checked and adjusted workstation power supply to 5.2 [v]. The unit booted-up error free, and they were able to fluoro, and save images error free. The unit functions as intended.